Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 2032227-2014-70566.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip. The insulin pump was tested with water and no air bubble was noted in the reservoir.

Event description:
It was reported the reservoir had air bubbles and it kept occurring during night. Customer's mother states she has to get up at night to check blood glucose to ensure it's not high. Customer's mother stated that she had spoken to her doctor and was informed to get the insulin pump replaced. Customer's mother stated the customer was missing classes due to high blood glucose values. Customer was advised that replacing the device would not guarantee the bubbles in the reservoir will stop. No further information reported.